Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the analyzer passed all incoming functional tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the connection between the analyzer and the programmer was lost. The programmer was returned for service. There was no patient involvement.